Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07-apr-2026, it was reported by a sales representative via phone that a qty. 2 of ar-1588rt-2j tightrope ii rt sutures broke at the fingertrap. This was discovered during an acl procedure on (B)(6) 2026 with no patient harm reported. All fragments were retrieved from the patient and the case was completed with another ar-1588rt-2j of a different lot number with a 5-minute delay experienced.